Event description:
It was reported that the user experienced a low blood glucose event measured at 66 mg/dl, treated with oral carbohydrates, and subsequently received education on appropriate hypoglycemia management including rechecking after 15 minutes; blood glucose stabilized to 122 mg/dl after treatment. Symptoms included hypoglycemia. Outcomes included recovery without additional intervention. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device malfunction reported and no component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.